Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a battery red failure alarm while a patient was on support. The aic was swapped with another aic with no further issues. Support proceeded without harm or injury.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. Data logs confirmed that both a battery communication failure alarm as well as a battery failure alarm were issued by the console. The root cause was a defective pbm whose charging circuitry for battery not working as expected.